Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. The patient effect of occlusion is listed in the electronic perclose proglide instructions for use (IFU) as a potential adverse event of use of the device. It should be noted that the electronic perclose proglide IFU states: perform a femoral angiogram to verify the location of the puncture site. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. In this case, it is unknown if the reported IFU violation contributed to the reported patient effect. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 - failure to follow steps / instructions.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using a prostyle device after a pulmonary vein isolation (pvi) procedure with a 9f sheath. Reportedly, no imaging was performed, but one prostyle device was deployed, achieving hemostasis. However, nine days later, the patient returned to the hospital due to residual stenosis. Therefore, surgical intervention was performed. No additional information was provided.